Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings of 432 mg/dl. Customer stated he felt irritable. Customer stated his reading was high even after treating with the insulin pump. Customer also reported that he treated with a manual injection, but gave himself too much insulin which caused his reading to go higher. The customer performed troubleshooting and did not find any issues. Customer is to be sent a tubing clamp to perform the high pressure test. Nothing was replaced or returned.